Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that there was a complaint that the pump had weight based dosing, but clinicians programmed the total dose instead. The hospital medication safety pharmacist indicated the event occurred over a year ago but that "it was not a pump error ¿ it was a user error in that the nurses were entering the wrong value into the pumps." There was patient involvement but outcome was not provided by the clinician.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established additional information : imdrf annex a,g,b,c and d codes.

Event description:
It was reported that there was a complaint that the pump had weight based dosing, but clinicians programmed the total dose instead. The hospital medication safety pharmacist indicated the event occurred over a year ago but that "it was not a pump error ¿ it was a user error in that the nurses were entering the wrong value into the pumps." There was patient involvement but outcome was not provided by the clinician.